Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with moderate tortuosity and mild calcification in the marginal artery. A stent was placed in the marginal artery. A 2.5x23mm xience alpine rx stent delivery system (sds) was advanced with resistance through the previously placed stent in order to deploy the stent distal to the previously placed stent and became stuck. The alpine stent dislodged while attempting to place the stent due to tortuosity of the vessel. During withdrawal, moderate pressure was applied and the distal shaft separated. An unspecified balloon dilatation catheter (bdc) was advanced into the guide catheter, the bdc was inflated to pinch the separated shaft against the wall of the guide catheter, and the guide catheter was removed with the separated distal portion as a single unit. An unspecified stent of the same size was advanced toward the dislodged alpine stent and crushed the alpine stent against the vessel wall. Reportedly the 2.5x23mm alpine stent did not cause any damage to the previously placed stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Correction: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. The device was returned for analysis. The stent dislodgement and shaft separation were able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Additionally, it should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.